Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The sales rep reported that during a shoulder bankart repair that a 1-2mm tip of the expresssew iii needle broke off in the patient's joint space and could not be found. The sales rep reported that no x-rays were done. The sales rep reported that the tip broke off on the 2nd fire when passing suture. The sales rep was not present but reported that the customer usually dry fires the gun approximately 3 times to check it before firing it in the joint space. The sales rep reported that the customer was using his expressew iii autocapture with # 2 orthocord. The surgeon completed the procedure with another like device with no patient consequences. There was a 2 minute delay in the procedure. The sales rep reported that the jaws on his expressew iii autocapture appeared to be slightly bent and may have contributed to the failure. Associated medwatch 1221934-2015-10002.

Manufacturer narrative:
The expressew iii autocapture gun was received and evaluated visually. A number of anomalies were observed. The lower jaw was significantly deformed. The upper jaw is also significantly bent and twisted, confirming this complaint. This type of failure has been historically attributed to blunt force impact/ mishandling, a user issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for this lot of devices. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch - 1221934 -2015 -10002.